Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps (fbf) associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint of damage at the tip. Failure analysis found the primary finding of damaged conductor wire insulation to be related to the customer reported complaint. The conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation is lifted with no pieces missing. The conductor wire is slightly exposed, but no wires are physically damaged. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system where it released energy. The root cause of damaged conductor wire insulation is attributed to a component failure. A review of the procedure log showed the fenestrated bipolar forceps (fbf) was last used on (B)(6) 2022 in a pulmonary lobectomy procedure performed on system (B)(4). The instrument was found to have 4 uses remaining. No images or videos were submitted for review. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire insulation damage. The conductor wire was slightly exposed and has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) was damaged at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, the customer informed they had no further information to provide.